Event description:
It was reported that the zimmer air dermatome was not cutting on edges correctly. Additional clinical follow up with the hospital indicated that the graft was usable. One end of the graft was equivalent to the size of the width plate but narrowed at opposite end by approximately half. Nurse described the graft appeared as a "t" shape. There was no additional donor site harvest. There was no delay or increased surgical time. There was no additional surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 7 years old and has not been in for repair since purchased in 2004. The inspection found that the device was out of calibration on the zero and the ten graft settings and the control bar had a slight nick. Unable to determine a cause of the reported complaint, however the device was overdue for preventative maintenance. Clinical follow up indicated the graft taken narrowed and only the center portion remained, and the graft appeared as if a 't' shape. While the calibration settings were out of specification this would not account for this type of result. This is a re-usable device, subject to normal wear and teart, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2004. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.